Manufacturer narrative:
(B)(4). Date sent: 11/1/2023. D4: batch # 467c23. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the handle shrouds partially opened and with no reload present. In addition, the over mold was noted to be damaged. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. After further evaluation, the bulkhead contacts were noted to be damaged making the instrument non-functional. No functional test was performed due to the condition of the device. The event described could not be confirmed as the device opened and closed without any difficulties noted. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the bulkhead contacts is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. It is possible that the damage on the handle shrouds was due to improper handling of the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 467c23, and no non-conformances were identified.

Event description:
It was reported that instrument was loaded. Then tissue was brought between the jaws and closed. But then the instrument could not be released. No patient harm nor significant delay reported.

Manufacturer narrative:
(B)(4). Date sent: 9/8/2023. D4: batch # unk. B3: date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? Yes * if yes, how was the device removed? Tried to use manual override * what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Manual override * did the jaws eventually open? An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.